Event description:
During a cataract extraction procedure, the physician noticed excessive bubbles coming from the handpiece and pulsing around the irrigation sleeve. Another handpiece was used to complete the procedure.

Manufacturer narrative:
A filter test was performed and the handpiece passed the filter test.